Manufacturer narrative:
The returned sensor was evaluated. During evaluation, it was found that there was an internal open connection within the sensor. The failure caused the sensor to lose pleth signal when the sensor's cable was moved. (B)(6).

Event description:
The customer reported "unreliable to display a measurement value." No consequences or impact to patient was reported.